Manufacturer narrative:
The unit of measure was iu/l. The issue was solved by replacing the measuring cell. The investigation determined the event was due to a maintenance issue.

Manufacturer narrative:
The anti-hbs ii reagent lot number was 71433303 with an expiration date of 31-jan-2025. The field service engineer (fse) replaced the measuring cell. Calibration and qc were acceptable. The customer has had no further issues.

Event description:
The initial reporter questioned the results for "more than 40 consecutive" patient samples tested for elecsys anti-hbs ii (anti-hbs ii) on a cobas e 601 module. Note: the unit of measure was not provided. The initial results were between 12 and 15 (positive). The samples were repeated using the same reagent kit. "Some" of the results were <2 (negative), "some" were >1000 (positive), and "some were in the hundreds" (positive). No questionable results were reported outside of the laboratory.